Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the non-calcified/non tortuous proximal left anterior descending artery via femoral access, a 3.0x23 vision stent was successfully deployed for treatment of a 100% occlusion and segment elevation myocardial infarction. A nc trek rx 3.50x12 dilatation catheter was advanced without resistance to the target site for post dilatation. An attempt was made to inflate the balloon; however, the balloon failed to inflate. The device was withdrawn from the anatomy. Outside of the anatomy multiple unsuccessful attempts were made to inflate the balloon. A new same device was used successfully to perform post-dilatation. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates there was no resistance or difficulty removing the protective sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.